Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged trace on the distribution node pca, resulting in an open connection between components r716, u703 and d700 on the pca. The root cause for the damaged trace was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving check belt messages.